Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an exploratory laparotomy procedure, the device deployed scissored clips and some clips would not stay on the target tissue. The scissored clips and the clips falling off tissue were removed and another device of the same product code was used to complete the procedure. There were no adverse consequences to the patient. The device was disposed of after the procedure.